Event description:
It was reported by a nurse that when atrial pacing, the ventricular output needs to be on in order to get an atrial output. The device won't aai pace, will only aai pace in ddd mode. Biomed tested and could not duplicate. Biomed used a scope to test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis could not confirm the reported event; device passed all incoming functional tests. No anomalies observed during bench testing. Battery returned measured 8.74 volts no load. Analysis found the upper case is damaged and the lower case is broken. (B)(4).